Event description:
Caller alleging receiving discrepant high inratio value. Date: (B)(6) 2014, inratio 3.0, lab: 2.02. Tests performed within the hour. Patient's therapeutic range 2.5 - 3.5.

Manufacturer narrative:
Investigation pending.